Event description:
The following information was received. While performing a routine ptca of the left anterior descending (lad), a 2.5x33mm cypher stent was placed in the lad distally. Abutting this was a 3.0x33mm cypher stent dilated to 14 atmospheres. A more proximal 3.0x33mm cypher stent was then abutted to this and dilated. Intracoronary nitroglycerin administered and repeat angiography demonstrated lad rupture in the mid portion of the vessel at the site of the mid stent with dye extravasation into the pericardium. At this time, the patient began having chest pain and blood pressure began dropping. The cypher balloon was removed, and a long guidewire was advanced. Patient required intubation as well as CPR for loss of blood pressure despite increase in fluids and IV dopamine and levophed. Pericardiocentesis was performed removing approximately 500cc of nonclotting blood with restoration of cardiac rhythm and blood pressure. An intraaortic balloon pump and swan-ganz catheter was placed and the patient was taken to surgery. The patient did recover and was discharged home a few days later.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt. This device is one of two products associated with this event. Please refer to MFR report# 3003742446-2007-00186 & 3003742446-2007-00188.